Event description:
It was reported the customer had air bubbles in their tubing. The customer's blood glucose was 228 mg/dl. The customer also reported it took them 12 units of insulin to resolve their air bubble. The customer stated the air bubbles were recurring. Customer stated the air bubbles were 3 mm in size. The customer was advised rewinding with the reservoir in place will create air bubbles. The customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.